Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse replaced the blue fiber cable due to it being ran over by the psc. The blue fiber cable involved with this complaint is a field scrap item and will not be returning to isi for further investigation. System log review was performed. Per the review, the following was confirmed: a cholecystectomy procedure performed on system sk1475 on 9-july-2022. No image or procedure video was provided for review. This complaint is being reported based on the following conclusion: the customer converted after the start of the procedure due to the system being unavailable. While there was no harm or injury to the patient, system unavailability after the start of a surgical procedure could likely cause or contribute to an adverse event if it were to recur as it may lead to an injury due to the patient¿s inability to tolerate a conversion/abortion.

Event description:
It was reported that prior to the start of a da vinci-assisted cholecystectomy surgical procedure, the system was not powering on all at once. The customer reported that the patient side cart (psc) did not power up when they attempted to power up at the vision side cart (vsc). The technical support engineer (tse) recommended powering the system off and reseating all fiber connections. Upon powering on, the psc did not power up with the vsc and surgeon side console (ssc). The customer was able to power on the psc in stand alone. The customer stated that they observed some possible damage to the fiber cable connected to the psc. The customer stated that they had cables available on their other da vinci. Tse recommended replacing the suspect cable with a spare from the other da vinci system. The customer opted to end troubleshooting and proceed laparoscopically, since the patient was in the room. The procedure was converted to traditional laparoscopic surgery with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the customer reported that the blue fiber optic cable had been run over and damaged. They replaced it with a new one. Patient information was requested, but not provided.